Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that volume was not measured. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that volume was not measured. A field service engineer (fse) went onsite to further investigate the issue. The fse evaluated the device, and no defect was found. The fse evaluated the device, and no defect was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.